Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the evaluation of the returned device.

Event description:
It was reported that one ring of a 1.5mm gem2751 coupler (with vein seated in coupler) came prematurely out of the disposable plastic holder. The device was removed and the vessel was anastomosed with another gem 1.5mm coupler. Surgery time was extended 10 minutes. Patient condition before and after the event was reported as satisfactory.

Manufacturer narrative:
(B)(4). Device history review (DHR) was completed. No irregularities were found when reviewing supplier lot records. The coupler separation force and ring separation testing was competed at the supplier with passing results. One hundred percent functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The pre-sterilization ring retention specification and ring retention testing was completed at incoming inspection with passing results. One wing jaw assembly and two coupler rings were returned for evaluation. Both of the rings had tissue attached. One ring (left) was loose in the package while one ring (right) remained in the wing jaw assembly. The left ring had one bent pin and excessive marks from handling / grasping by an instrument. The marks and impressions in the ring are consistent with being held and handled with forceps. The root cause for the ring coming out of the jaw cannot be determined from the visual inspection. The right ring in the jaw has no visual defects. No functional testing was performed on the returned device. There is no evidence to support why the ring slid out of the wing jaw assembly. There is evidence of significant handling of the ring. The DHR review indicates product meets specification. Should additional relevant information become available, a supplemental report will be submitted.